Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was later reported that the patient was seen and the provider summarized that their investigations seemed to suggest that there was a problem with spinal fluid flow when interrogating the pump and probably suboptimal delivery of intrathecal baclofen. The event was noted to be ongoing with no further action needed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was getting less than desirable reduction in spasticity despite the high dose of baclofen. On (B)(6) 2012, a bolus of drug was dispensed from the pump and an improvement in tone was seen. At that time, it was found that only a small amount of fluid could be aspirated with difficulty. One month later, a CT scan was performed with contrast and a paucity of intrathecal contrast limits was seen. Additionally, once the bolus got into the intrathecal space, the column was seen to have an irregular appearance and the contrast did not ascend to the catheter tip. Six months later, the patient was switched to bolus programming, but there was no change in tone when a bolus was given. The drug used in this system was lioresal.

Event description:
It was later reported that the device event was a suspected catheter occlusion. The etiology was noted to be the entire catheter. On (B)(6) 2013 the patient was reprogrammed and switched to simple continuous.